Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "medically proven to be ruptured", "faulty textured implants", "very sick", ¿roughened with fibrofatty adhesions present¿. The device has been explanted.

Event description:
Additionally, physician reported "pain and concern about textured device".